Event description:
It was reported that log files confirmed the reported driveline communication fault a on (B)(6) 2024. The modular cable was attached properly, and driveline appeared pristine. It was further reported that the modular cable was exchanged, and it resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed external driveline wire fatigue that could have caused the driveline communication fault alarms confirmed through the submitted log files. The patient¿s modular cable was exchanged to resolve a driveline communication fault alarm, and it was reported that the exchange resolved the alarm. Review of the submitted log files on the event date of (B)(6) 2024 confirmed a driveline communication fault alarm associated with a potential issue on the green wire, communication line a. The system otherwise appeared to be operating as intended at set speed, and no other notable alarms were captured. The heartmate 3 modular cable was returned in used condition. The controller connector and inline connector pins appeared unremarkable. Electrical continuity testing found the green wire to have a high resistance when the cable was manipulated. The other wires were found to be electrically intact, and no wire-to-wire shorts were induced during this testing, even with manipulation of the cable. Removal of the outer layers of the modular cable noted intermittent wire kinking that was consistent with repetitive flexing over time. Wire conductor damage to the green wire was found near the terminus of the controller connector that could have caused the driveline communication fault alarm. Instances of wire insulation damage were also noted in the black and orange wires. The wire conductor and insulation damage appeared consistent with fatigue due to repetitive flexing over time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for the modular cable, lot #7785610, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.